Event description:
Consumer stated: "I replaced the heads on the brushes after 3 months and the bristles seem to be falling out in pretty uncomfortable amounts. They were stored in a dry, cool area, so I¿m not sure what happened here."